Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the ring routine check-up cs300 intra-aortic balloon pump (iabp) was not switching on. There was no patient involvement reported.

Manufacturer narrative:
Updated fields- b4, d8 g1(contact person ¿ mfg site), g3, g6, h1, h2, h3, h6 codes.(investigation types, findings, conclusion, components). H11. A getinge field service engineer checked the machine and found the issue, machine not switching on. After checking the machine found the issue with the soleniod driver pcb defective,needs replacement of soleniod driver pcb(d670-00-0639) with new one. 9th jan 2024: replaced the soleniod driver pcb with new one. Checked functionally found ok. Handed over the machine in good working condition. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿soleniod driver pcb¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was (discarded, cannot be returned due to customer policy, etc).